Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs spoke to the pt on (B)(4) 2004 and obtained the following info: for the past two weeks, the pt rec'd an error 4 message on the meter. Since the meter had not been working, she had been taking her set amount of insulin (13u of humalog before meals and 40u lantus at night). On (B)(6) 2004, she had not been feeling well, so her neighbor tried to test her blood glucose and rec'd and error 4 message. Pt passed out shortly after and the paramedic's were called. Paramedics arrived and took the pt to the hospital where her blood glucose was 122mg/dl and was treated with orange juice. Pt mentioned her blood glucose usually runs in the 200's and receiving a reading in the 120's is low for her. Ccr found out that the test strips she had been using were expired and damaged. Pt did not want to go into details with medical affairs about the test strips. Error 4 indicates that there may be a problem with the test strip. This case is being reported as a malfunction, since the test strips were damaged.